Manufacturer narrative:
Concomitant medical product(s): 3058 interstim urinary mgu ipg, implanted: (B)(6) 2012. 3093-28 interstim urinary mgu lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wound over the cardiac resynchronization therapy defibrillator (crt-d) dehisced. Superficial incisional surgical site infection was noted. Intravenous medication was administered. Hospitalization was required. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. The device and leads remain in use. No further patient complications have been reported as a result of this event.